Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle six. The patient's ultrafiltration reading was 2124ml, indicating the home patient (hp) drained 1624ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event was a use error, as the tidal total ultrafiltration (uf) removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. It warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." A labeling review for the product family will be performed. If additional relevant information is obtained, then a follow-up report will be submitted.